Manufacturer narrative:
Philips service recommended replacing ippc and image disks; system returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent image disk drive issue causing low disk space errors on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.